Event description:
It was reported that after the puncture was completed, the transparent extension tubing was begun to be attached, but the connection was unable to be engaged firmly. No other information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a poor connection in a groshong nxt connector is confirmed and was determined to be manufacturing related. One 4 fr two-piece groshong nxt connector and one segment of a 4 fr single lumen groshong clearvue catheter were returned for evaluation. An initial visual observation showed use residue on the returned sample, and the connector was returned not fully assembled. Once the connector was assembled, a microscopic observation revealed a gap between each locking arm of the proximal connector piece and the corresponding catch slot of the distal connector piece. The distance between the locking arms of the proximal connector piece was measured and was found to be too wide and out of specification. The investigation was forwarded to the manufacturing facility for further evaluation, and bd is working closely with the manufacturing facility to prevent recurrence of the reported event. H3 other text : evaluation findings are in section h.11

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that after the puncture was completed, the transparent extension tubing was begun to be attached, but the connection was unable to be engaged firmly. No other information provided.